Manufacturer narrative:
Concomitant medical products: (B)(4) balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was noted to be kinked at the shaft and the tip and was replaced. Damage was noted to the shaft and tip as well. Blood was noted in the balloon. The valve on the sheath broke as well. The balloon catheter and sheath were replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.